Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reset controller and when they pressed and held down to unlock, they reported seeing device check needed: eri [65]1 call your doctor. Agent asked, patient confirmed this was the first time they had ever seen this message. Agent reviewed meaning of message. Patient confirmed they did not have any sort of falls or trauma to their implant site, but they do get radio frequency avulsion performed frequently to burn their nerves. Agent asked, patient confirmed they always turn stimulation off when having this performed. Agent redirected healthcare provider to further address the issue.